Event description:
It was reported that 2 of the bd connecta¿ stopcocks were leaking. Report 2 of 2. The following was received by the initial reporter: IV fluid was momentarily connected to a patient before the three way tap was noticed to be defective. Medication was spraying out the side of the device. When injected the tap leaked at the seam proximal to the 3 way tap. Potentially all intravenous anesthetic would not be getting to the patient. This was videoed. Anesthetist very concerned. Apparently this has happened twice before.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: it was reported the three-way tap was noticed to be defective and leaked at the seam. To aid in the investigation, one video was provided for evaluation by our quality team. The defect was confirmed in the video provided by the customer. As the lot provided is 'unknown,' a device history record review could not be completed. Maintenance records were evaluated, and no problems were found. A notification was given to the personnel about correctly performing the challenges to avoid these problems during normal production. Based on the investigation, bd was able to confirm the customer¿s indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 of the bd connecta¿ stopcocks were leaking. Report 2 of 2. The following was received by the initial reporter: IV fluid was momentarily connected to a patient before the three way tap was noticed to be defective. Medication was spraying out the side of the device. When injected the tap leaked at the seam proximal to the 3 way tap. Potentially all intravenous anesthetic would not be getting to the patient. This was videoed. Anesthetist very concerned. Apparently this has happened twice before.